Manufacturer narrative:
Based upon medical assessment, all results that were obtained indicated hyperbilirubinemia. In newborns older than 3 days, only levels >20mg/dl or >25mg/dl are likely to lead to immediate phototherapy or consideration of exchange transfusion. No medical risk is likely in this case.

Manufacturer narrative:
Data provided from the analyzer showed no indication of analyzer related problems. There were no indications in the calibration data of an analyzer related problem. All quality control results were within range and did not indicate an analyzer related problem. The issue was determined to be related to a pre-analytic sample handling issue. No other issues with bilirubin on the cobas b221 analyzer have been reported within the past year.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one newborn patient sample tested for bilirubin on a cobas b 221<6>=roche omni s6 system (b221). The issue was encountered only with this one sample. A capillary sample from the patient was tested on the b221 analyzer, resulting as 16.3 mg/dl. After this high result, the customer prepared 3 additional samples from the patient; one capillary sample for testing on the b221 analyzer, one for testing on a bilirubinometer, and one venous sample for testing in the central laboratory. The sample tested on the bilirubinometer resulted as 12.7 mg/dl. The sample tested in the central laboratory resulted as 13.57 mg/dl. The sample tested on the b221 analyzer confirmed the previous high result of 16.3 mg/dl. All controls recovered ok. It was also stated that the "cuvette" was replaced and calibrated, with controls recovering ok. The patient was not adversely affected.

Manufacturer narrative:
Medwatch has been updated.